Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported the wafer had an off-center starter hole. There was no reported patient harm. A photograph depicting the reported issue was provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
D.3: inserted manufacturer site information that was inadvertently missed on the initial submission submitted on 04/09/2019. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).